Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support it was reported that rns unable to find a pulse in patients¿ leg, unknow intervention for the ischemia. It was also reported that patient is actively bleeding from multiple areas. H&h has dropped, and blood being given. The pump was explanted, and the procedural outcome was the patient expired on support. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.